Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the right middle meningeal artery (mma) using a swiftpac coil (swiftpac) and a non-penumbra microcatheter. While retracting a swiftpac to reposition, the embolization coil unintentionally detached in the target location. No intervention was required to reposition the detached coil. The procedure was completed at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned swiftpac coil (swiftpac) confirmed that the embolization coil was detached from the pusher assembly. Evaluation revealed that the pet lock was intact on the proximal end of the pusher assembly, the pull wire was in its initial position inside the pusher assembly distal tip, and the embolization coil was detached. If the swiftpac is retracted against resistance, the pusher assembly may elongate and allow the embolization coil to detach. Based on the reported complaint, the root cause of resistance could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.